Event description:
It was reported to philips that the allura system would not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information received, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and confirmed the system did not boot up. The customer reported that the uninterruptible power supply (ups) showed abnormal voltage, and the system failed to start even in ups bypass mode. A philips field service engineer (fse) examined the system on-site and confirmed the power distribution unit (pdu) and ups were defective. After extensive troubleshooting, the fse determined that the pdu issue in the m-cabinet was likely due to the defective ups. The fse replaced the rear motherboard of the pdu, the ups controller and the ups battery to resolve the issue. The defective ups 1phase data integrity controller sp and ups 1phase data integrity battery sp were returned to philips for further analysis. Parts analysis revealed electronic defects in both the controller and the battery. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.